Event description:
Following a diagnostic procedure on a pt who was on aggrastat and heparin, the angio-seal device was deployed with no difficulty. Hemostasis was immediately achieved; however, 30-45 minutes post-deployment, the pt's blood pressure decreased significantly. The pt was transfused with two units of blood and transferred to emergency surgery, where the anterior wall of the common femoral artery was repaired to close the arteriotomy. The anchor appeared to be properly seated at the arteriotomy; however, the collagen sponge was not situated at the arteriotomy but was diffused throughout the tract, possibly suggesting inadequate tamping of the collagen. No bleeding from the puncture tract was noted at any time. A pre-deployment angiogram revealed a single wall puncture just below the inguinal ligament.